Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that aspiration was lost. The target lesion was located in the distal popliteal artery. A jetstream sc atherectomy catheter was advanced to the lesion and during the procedure it lost aspiration and the tip wasn't spinning. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported an the patient's current condition is fine.